Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one presto inflation device was returned for evaluation. No specific anomalies were noted during visual evaluation. On functional testing, the returned device was connected to an in-house pressure gauge and the psi values were taken; 8 atm = 53 psi = 3.6 atm, 12 atm = 143 psi = 9.7 atm, 24 atm = 291 psi = 19.8 atm. Based on the product specification the obtained psi values was not within the acceptable limit. No further testing was performed. Therefore, the investigation is confirmed for the reported pressure gauge reading not working properly as the returned product failed to meet the acceptance limit as per the product specification during the functional testing. A definitive root cause for the reported pressure gauge reading not working properly could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure using presto, the pressure gauge of the inflation device allegedly failed to work. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure using presto, the pressure gauge of the inflation device allegedly failed to work. There was no reported patient injury.